Manufacturer narrative:
Batch review performed on 20 december 2018: lot 144610: (B)(4) items manufactured and released on 22-sep-2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to laxity and the surgeon revised the 12mm poly with a 14mm poly more than 8 months after the primary surgery. The surgery was completed successfully.